Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results for patient samples tested on the architect c4000 analyzer. The following data was provided. Sid, initial results, repeat results 2330500062a, 6.4/2.6 mg/dl, 1.5/1.4/1.6/1.6 mg/dl. The customer's normal range is 1.6 - 2.6 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) was dispatched to resolve the issue. The fsr performed multiple troubleshooting services which resolved the issue. A review of the analyzer¿s service history revealed no contributing factors on or around the time of the issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.